Event description:
(B)(4). Same case as 2134265-2011-05215. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. Lesion 1 was located in the proximal left anterior descending with 90% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 x 16 mm taxus element stent. Following post-dilatation residual stenosis was 0%. Lesion 2 was located in the distal left circumflex with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and implanting a 3.50 x 12 mm taxus element stent. Following post-dilatation, residual stenosis was 0%. One day post index procedure, the patient had elevated troponin values peak troponin= 0.818 ng/ml, uln= 0.04 ng/ml and a myocardial infarction was reported. The patient did not experience ischemic symptoms and was treated with medication. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Initial reporter phone number: (B)(6). Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).